Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump exhibited ?no disposable, pump won't run". Per reporter residual volume was: 33.1, rate 2.2 and 67 was given. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump exhibited ?no disposable, pump won't run". Per reporter residual volume was: 33.1, rate 2.2 and 67 was given. No adverse patient effects were reported. No additional information is available at this time.